Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes were stored for non sustained lead noise due to t wave oversensing. The device was reprogrammed and the patient will continue to be monitored.